Event description:
It was reported that there was a malfunction on the pump, specifically referring to malfunction code 9. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided pump reset information and assisted with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again, which was acknowledged and understood by the caller.